Manufacturer narrative:
Block h6: imdrf device code a140101 captures the reportable event of balloon failure to deflate.

Event description:
It was reported to boston scientific corporation that a cre fixed wire dilatation balloon was attempted to be used in the colon during a dilatation procedure performed on (B)(6) 2024. During the procedure, the balloon could not be fully deflated and had to be cut to be removed from the working channel. The procedure was completed with another cre fixed wire dilatation balloon. There were no patient complications reported as a result of this event. Note: the instructions for use (IFU) indicate that this balloon should be used in the esophagus. However, the customer reported that the anatomy location of the procedure was at the colon.